Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was able to confirmed error 58 and 124 in logs indicating a difference between the shuttle and drive transducers. The fse tested the iabp unit and verified that the transducers were out of calibration, so the fse performed the 30 psi pressure transducer calibration. The fse then connected the trainer and test balloon and started the iabp unit at 130bpm. The fse allowed the iabp unit to run overnight for 16 hours. The iabp unit did not record any more alarms. The fse then completed all calibration and functional tests per chapter 4 of the service manual. In addition, the fse replaced safety disk, tidal volume disk, and the batteries per customer request. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that the customer ¿a transport register nurse (rn)¿ called a getinge service representative and reported having ¿autofill failure¿ and ¿gas gain¿ alarms on the cardiosave intra-aortic balloon pump (iabp) and catheter. They were able to resume pumping but only for a short while before it would alarm again. They ended up switching pumps for another cardiosave, and again received ¿gas gain¿. They were able to resume pumping with the second iabp, but then the iabp stopped and showed ¿system failure¿. They could not resume pumping. They powered down and restarted the second iabp, but again received the ¿system failure¿ message. At this time they went back to the first iabp, but again received ¿gas gain¿ and could not resume pumping. They were not in transport at the time, but when a getinge service representative called the customer back, they had just sent the patient via helicopter for transport to bryan medical center-east in lincoln nebraska for coronary bypass. She reports that they made the decision to leave the iabp off and transport the patient. The catheter was still immobile in the patient and I asked if someone was providing periodic inflation and deflation on the iab. She reported that the physician recommended them not to do that and he felt the patient would be safe on the current heparin drip. The getinge service representative did stress that per getinge guidelines, it is recommended to manually inflate/deflate when the balloon is still for greater than 30 min. She understood the rationale. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that the customer ¿a transport register nurse (rn)¿ called a getinge service representative and reported having ¿autofill failure¿ and ¿gas gain¿ alarms on the cardiosave intra-aortic balloon pump (iabp) and catheter. They were able to resume pumping but only for a short while before it would alarm again. They ended up switching pumps for another cardiosave, and again received ¿gas gain¿. They were able to resume pumping with the second iabp, but then the iabp stopped and showed ¿system failure¿. They could not resume pumping. They powered down and restarted the second iabp, but again received the ¿system failure¿ message. At this time they went back to the first iabp, but again received ¿gas gain¿ and could not resume pumping. They were not in transport at the time, but when a getinge service representative called the customer back, they had just sent the patient via helicopter for transport to bryan medical center-east in lincoln nebraska for coronary bypass. She reports that they made the decision to leave the iabp off and transport the patient. The catheter was still immobile in the patient and I asked if someone was providing periodic inflation and deflation on the iab. She reported that the physician recommended them not to do that and he felt the patient would be safe on the current heparin drip. The getinge service representative did stress that per getinge guidelines, it is recommended to manually inflate/deflate when the balloon is still for greater than 30 min. She understood the rationale. No patient harm, serious injury or adverse event was reported.